Event description:
It was reported that this patient experienced symptoms of "small shocks." The presenting electrogram of the implantable cardioverter defibrillator (ICD) demonstrated right ventricular (rv) loss of capture, undersensing and abrupt lead changes on trends (abnormal impedance). The findings were consistent with rv lead dislodgement. The patient was an existing inpatient, and it was decided to employ magnet placement for the ICD and plan transfer to a tertiary cardiology center for lead replacement. At this time, the rv lead remains implanted and deactivated. No adverse patient effects were reported.